Manufacturer narrative:
H.6. Investigation: no abnormalities were found in the appearance of the returned or unused product. When a cannula was connected to the injection site, it was confirmed that both could be inserted without any problem. A jig for checking the slit position was connected to the injection site, and a pin gauge with the specified thickness was inserted. All passed without any problem, and no obstruction of the flow path was observed. No abnormalities related to this event were found in the manufacturing process of the lot. No abnormality was found in the functional test, so the cause could not be identified.

Event description:
It was reported that damage occurred with a interlink injection site. The following information was provided by the initial reporter, "customer couldn't flash."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot# spp069 was not found for the catalog number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damage occurred with a interlink injection site. The following information was provided by the initial reporter, "customer couldn't flash."